Manufacturer narrative:
Reporter returned one toothbrush head on (B)(6) 2016. Product investigation is in progress.

Event description:
Had 2 pieces of metal in mouth that had come from the attachment [device breakage]; no adverse event [no adverse event]. Case description: a mother reported via letter on (B)(6) 2016 that her daughter of unspecified age recently had 2 pieces of metal in her mouth that had come from the oral-b power oral care refills precision clean. The mother stated that she had purchased 2 value packs with 4 brush heads each a while ago, and noted that 3 of the 4 brush heads had become unusable before they should. The mother described that she sent in the most recent unusable brush head, but had thrown the previous ones away. Concomitant product: oral-b rechargeable toothbrush, version unknown. No symptoms developed.